Event description:
A polarx system was selected for use. Upon setting up the system and testing the polarx cryoballoon prior to patient insertion by inflating the balloon, an error message displayed: "error message: the injection pressure is too high." Attempts to resolve the issue included disconnecting and reconnecting the gas and electrical cables, replacing both cables, restarting the console, reinstalling the gas tank, and replacing the polarx balloon catheter with a new one. None of these actions resolved the error code. Additionally, a new error code was encountered: "error message: refrigerant flow obstruction detected." Ultimately, the procedure was aborted. It is unknown if the device is available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.